Event description:
It was reported while using a bd q-syte¿ needle-free connector stand-alone device, the device was damaged and leakage occurred. The following information was provided by the initial reporter: when the nurse went to the bedside to change the liquid, the nurse found that the nursing pad under the patient's arm was impregnated. Checking the patient's infusion path, it was found that the septum membrane was everted, which could not act as a sealed infusion, and the liquid was self-separating membrane.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using a bd q-syte¿ needle-free connector stand-alone device, the device was damaged and leakage occurred. The following information was provided by the initial reporter: when the nurse went to the bedside to change the liquid, the nurse found that the nursing pad under the patient's arm was impregnated. Checking the patient's infusion path, it was found that the septum membrane was everted, which could not act as a sealed infusion, and the liquid was self-separating membrane.